Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient went into tkr revision due to pain with the initial implant, found irregular wear and tear at odd places.